Event description:
Procedure type: lap gastric bypass. According to the reporter: no intra-operative complications occurred. Post operatively a bloody bowel movement was noted. The patient was given a transfusion of 3 units (1050cc), IV fluids, and was transferred to the ICU. The site of the g1 bleed not observed, but presumed to be the j-j anastomosis. The patient was discharged from the hospital in 2008.

Manufacturer narrative:
Initial report sent: 04/10/2008.